Event description:
It has been reported to philips that the system did not boot up. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected the system was not in clinical use at the time of the event. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not booting up. A review of the system log files confirmed the reported issue. Upon functional testing, the fse identified that the l1 breaker in the m cabinet was tripped and short on the overhead light. To resolve the issue fse corrected the short. After this, the system was returned to use in good working order. The codes were updated based on the investigation outcome.